Event description:
As reported by our edwards lifesciences affiliate in mexico, it was a case of an implant of a 29mm sapien 3 valve in pulmonic conduit position by right vein approach. The patient had bilateral pulmonary artery branch stenosis; however, pressure gradients were not significant. During procedure, a 25 mm sizing balloon was inflated, achieving complete occlusion without evidence of coronary artery compression. Based on these findings, a 29 mm sapien 3 valve was selected for implantation. During valve implantation, instability of the balloon was noted, with displacement toward the right ventricle, resulting in a low deployment position, instead of near pulmonary branches. Although the valve remained within the pulmonary artery, severe paravalvular leak (pvl) was observed. As a result, a valve-in-valve strategy was attempted, aiming for a higher implantation position. After that, the second valve demonstrated similar behavior, and during deployment both valves migrated into the right ventricle, this time it was noticed that the stenosis on the pulmonary branches was responsible for pushing the balloon. Consequently, the balloon was inflated within both valves and successfully retrieved them to the inferior vena cava (ivc), where they were positioned in a stable location above the hepatic veins. Then, the procedure was subsequently suspended. The patient remained hemodynamically stable throughout the entire duration of the procedure. Additionally, the patient subsequently underwent surgery to remove the sapien valves implanted in the inferior vena cava (ivc) and to repair the tricuspid valve, which had been injured at the septal leaflet during thv retrieval. The procedure was intended to include replacement of the tricuspid valve with a biological prosthesis. Unfortunately, the patient did not tolerate the surgical procedure and died after approximately 8 hours of extracorporeal circulation. The perceived root cause of the event was that there was stenosis on pulmonary branches and a landing zone near pulmonic bifurcation pushed the valve towards the right ventricle during delivery.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.